Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the event log noted had no related findings. Functional testing included use testing. The pump was powered on and an error code alarm message was displayed. The pump was able to pass all functional tests with no issue. The pump's software was re-installed. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.